Event description:
Physician attempted insertion of swan ganz catheter into pt's left subclavian vein. The guide wire frayed while inside the pt. A fragment from the wire remains inside the pt. Surgery to remove the fragment is not planned at this time, since the pt has suffered no harm, nor is harm deemed likely by pt's physician.